Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report inability to remove the lock line and the clip opening while locked (cowl). It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4. During deployment, the lock line had become difficult to remove and unlocked the clip, causing it to relax to about >25 degrees. The clip was closed and then it was attempted to remove the lock line after attempting to remove any tension on the system. The lock line did not loosen and continued to unlock the clip. The clip was removed from the patient and a different clip was used in replacement. One xtw clip was implanted with no reported issue, reducing mr to grade 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported inability to remove the lock line was confirmed via returned device analysis. The lock line was observed to be knotted. The reported unintended movement (clip open ¿ locked) could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported mechanical jam (inability to remove the lock line) is due to the observed knot in the lock line. However, a cause for the observed knot in the lock line could not be determined. The reported unintended movement (clip open ¿ locked) appears to be cascading events of the mechanical jam (inability to remove the lock line). There is no indication of a product issue with respect to manufacture, design or labeling.